Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port of a cool flex ablation catheter leaked saline. The physician was using the ensite velocity system and the cool flex catheter to create geometry of the left atrium. After four minutes of geometry creation and just prior to delivering rf energy, the cool point irrigation pump indicated there was an occlusion. The physician noted that the irrigation port of the cool flex catheter was broken and saline was leaking from the base of the catheter's handle. A second cool flex catheter was used to complete the procedure with no consequences for the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.